Event description:
Kestra customer support reported that they received a shock notification followed by a therapy shock. Customer support called the patient and the emergency contact but got no response. Customer support proceeded to dispatch ems. There was no serious injury reported. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis.the returned device was evaluated, and the monitor passed all evaluation tests. Therapy cable was not recovered from the field. Confirmation of the gel deployment could not be documented due to unavailability of the therapy cable. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.